Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited increasing thresholds, high thresholds, increasing impedance, high impedance and a polarity switch to unipolar. Intervention is planned. No patient complications have been reported as a result of this event.